Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down and unit alarms are not functional. The underlying cause for alarms not functioning is the defective on/off power switch which was not alarming. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.